Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: tissues residues - inlet side of the product. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 16.18 cmh2o. This is within the specified tolerance of 19 cmh2o ¿ 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no deposits were found in progav 2.0. Results: based on our investigation results, we cannot identify a deviation of the function in the valve. During our investigation the valve met all specifications. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required. The same event: medwatch#3004721439-2021-00222.

Event description:
It was reported that a progav 2.0 (#fx417t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to have a blockage. The patient underwent a revision procedure on (B)(6) 2021. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No further patient data are available. The same event: medwatch# 3004721439-2021-00222.